Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported infection and allergic reaction. In addition, the patient stated the infection was "related to the stitches." The device was explanted. No further patient complications have been reported as a result of this event.